Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. Blood glucose the morning of the call was 267 mg/dl. The customer was going to bolus for breakfast and numbers started scrolling on their own. Customer's mother also stated that the insulin pump was not delivering enough insulin since the customer has been experiencing high blood glucose. Customer's blood glucose the day before was 400 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.